Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered a 41j shock due to patient rhythm going in and out of the tachy zones. Technical services advised that this is normal device behavior. New information was received, indicating that this device shock impedance is rising from 83 ohms in (B)(6) 2023 to 120 ohms in (B)(6) 2024. These shock impedances are now high, out of range at 127 ohms. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for additional lead integrity testing, provocative maneuver's, isometrics and sync shocks, and x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited increasing shock impedance, rising from 83 ohms to 120 ohms over the last year. A technical service (ts) consultant was asked to review device data. Ts reviewed the device history, a 41j shock was delivered approximately a year ago, due to patient's rhythm going in and out of the tachycardia zone. Ts advised the high, out of range shock impedances, additional lead integrity testing, provocative maneuver's, isometrics and sync shocks, and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information received indicates that shock impedances have exceeded 125 ohms. Ts recommendations remain the same.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.